Event description:
It was reported the backup battery did not charge. No patient involvement reported at this time.

Manufacturer narrative:
Remote support from the customer care solution center was received, during which a quote was provided for the replacement of the battery. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed. The customer ordered a battery to resolve the issue. It has been concluded that no further action is required at this time.